Manufacturer narrative:
(B)(4). Please note that the medwatch report # 2017233-2020-00071 was emailed to FDA on february 4, 2020 to cover conformable gore® tag® thoracic endoprostheses. According to the gore® tri-lobe balloon catheter instructions for use (IFU), adverse events which may require intervention include, but are not limited to trauma to the vessel wall, including spasm, dissection, perforation or rupture.

Event description:
On (B)(6) 2019, this patient underwent an emergency endovascular treatment using two conformable gore® tag® thoracic endoprostheses and a gore® tri-lobe balloon catheter for the thoracic aortic aneurysm rupture. Two devices were deployed successfully. After ballooning, a new entry was noted from the proximal side of the ctag device. The patient tolerated the procedure. On (B)(6) 2020, a computer tomography scan image revealed the entry. On (B)(6) 2020, the patient underwent a reintervention to treat the entry. An additional stent graft was deployed to extend the device proximally. The patient tolerated the procedure. The physician stated following: the physician did not notice the new entry during the initial procedure. The intraoperative angiography was confirmed after the procedure, and revealed that the new entry was appeared after the ballooning.

Manufacturer narrative:
Additional information: a1: patient's ID. G: section 5. H6: method code# 2.